Event description:
It was reported by the customer "during the puncture and catheter delivery, the nurse found that there were a few water droplets around the PICC catheter, and there were still water beads formed in the local part of the normal saline bolus, which was more obvious when the bolus was injected again, and the catheter was judged to be leaking, and the catheter was replaced with a new one, and the PICC catheter was successfully inserted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "during the puncture and catheter delivery, the nurse found that there were a few water droplets around the PICC catheter, and there were still water beads formed in the local part of the normal saline bolus, which was more obvious when the bolus was injected again, and the catheter was judged to be leaking, and the catheter was replaced with a new one, and the PICC catheter was successfully inserted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a groshong catheter with an inlaid stylet. An attempt to flush the catheter with water using a 12ml syringe revealed a leak at the 41cm depth marking. Microscopic inspection of the catheter confirmed a split at the 41cm depth marking. Indentations and pin-hole punctures were observed in the vicinity of the split. The catheter was dissected in order to inspect the interior surface of the damage. Inspection of the inner wall of the catheter revealed additional, superficial damage at the location of the split. The split features, indentations and the inner wall damage on the catheter shaft were consistent with damage likely caused by gripping tools during device manipulation or manipulation of the stylet prior to flushing the catheter. This complaint will be recorded for future trending and monitoring purposes.